Manufacturer narrative:
Summary of evaluation: info provided and examination results indicated that this event is associated with material fatigue fracture.

Event description:
The pt heard and felt a problem in his knee. X-rays revealed breakage of the femoral component. Revision surgery was performed to remove the devices.